Event description:
The complainant reported that they encountered delivery issues with an impella cp. The patient was brought to the catheterization lab and an angiogram was obtained. A 14 french peel away sheath was placed after sequential dilation of the vessel. The left ventricle was accessed with a 5f al1 and table j, then o18 placement wire was exchanged for the j wire. The impella was purged and zeroed and then inserted into sheath. At the level of bifurcation of the aorta and illiac arteries, the impella would not cross. Three attempts were made to the pta area with 7 millimeter (mm) and 8 mm balloons, but the impella would not cross the lesion. Suggestion of shockwave were made but the doctor did not want to proceed with placement of the impella. As a result, an intra-aortic balloon pump was placed for the procedure.

Manufacturer narrative:
The investigation was completed. There was no product returned. The root cause of delivery issue was determined to be patient condition because the impella would not cross the lesion despite multiple attempts and could not cross the level of bifurcation of the aorta and illiac arteries. A device history review was completed and the pump passed all post sterile inspection checks. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿.